Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was feeling a thumping in their chest. The patient was experiencing some mild stimulation from the right ventricular lead. The output on the lead was decreased. The lead is functioning properly and remains in use. No further patient complications have been reported as a result of this event.